Manufacturer narrative:
The product was returned for investigation and the failure mode was confirmed. Alleged failure: burn on insulation at shaft. Confirmed failure: burn on insulation at shaft. Probable root cause: poor autoclave reliability; incorrect sterilization/ reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. (B)(4). Mfg date: the manufacture date is not known.

Event description:
It was reported that the insulation was compromised.